Event description:
I had a total left hip replacement on (B)(6) 2008. I rec'd a depuy pinnacle section 2 acetabular shell, 50 mm with 6.5 screws x2, pinnacle metal-on-metal insert 36 mm inner diameter with corrail ka10 stem, and a 36 mm plus 5 metal-metal head (12-14 taper). After surgery, friction and wear between the metal-on-metal device caused toxic cobalt-chromium metal ions and particles to be released into my blood, tissue and bone. I had been experiencing severe pain, discomfort and inflammation in my left hip, thigh and groin. The fluid that has built up in the left hip area has been aspirated and tested as well. I had continuous pain, popping, difficulty walking, instability, memory loss, and extreme fatigue. By early (B)(6) 2012, the decision was made to have the revision surgery. Because of the pain and instability, I am no longer able to work as a registered nurse and am on disability. Diagnosis or reason for use: osteoarthritis.